Event description:
It was further reported that when the device failed to convert the patient¿s arrhythmia the patient had experienced implantable cardioverter defibrillator (ICD) shock for four times. There were no symptoms when the patient visited the hospital. At the hospital, ICD test was performed. ICD shock occurred for atrial fibrillation with rapid ventricular response and this event was self-terminated. The patient received intravenous medication and heart rate became stable. Two days later the issue was considered resolved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient visited the ed (emergency department) because the implantable cardioverter defibrillator (ICD) failed to convert the arrhythmia which then self terminated. The device remains in use. The patient is enrolled in the improve sca (sudden cardiac arrest) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.